Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an unresponsive keypad. Customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was neither dropped nor bumped. There was no indication of troubleshooting or the issue being resolved during the call. There was no indication of the insulin pump returning for analysis.